Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). The sample was not available hence the assignable cause could not be determined. The root cause cannot be determined. No conclusion can be drawn from the investigation. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. If additional information or samples become available, a follow-up report will be submitted.

Event description:
A customer reported to baxter customer service a vented paclitaxel set in which there was a defect in the line filter. According to the report, when the facility attempts to prime the set, the medication fills up the filter and blocks the flow. This event occurred during priming. There was no report of patient involvement, injury, medical intervention, or adverse events associated with this event. No additional information is available.